Event description:
The customer states they ran several different plasma samples from one pt on the synchron lx20 system and the potassium (k) results ranged between 9 and 10 mmol/l. Based on these lab results, the pt underwent dialysis treatment. A subsequent whole blood sample, drawn for blood gas analysis, gave potassium results between 2 and 3 mmol/l. The physician then informed the lab that the pts condition was consistent with hypokalemia. The pt was given potassium supplements with no adverse effect. The pt, whose diagnosis is leukemia, is reported to have a white blood count (wbc) of >400,000 ml3. A literature search revealed rare cases in which highly elevated wbcs may elevate potassium levels to some degree when lysed. A potassium level of 9 - 10 mmol/l is approx 2 to 3 times normal (3.5 to 5.3 mmol/l), and a pt with such a potassium level would show obvious and pronounced symptoms of distress. Potassium results of this magnitude should not be reported without confirmation by an alternate test methodology or technique, and investigation to show correlation to the pts condition and diagnosis. Beckman coulter does not believe that treatment would normally be initiated based on a lab result that is inconsistent with pt presentation.